Event description:
A malfunction alarm was reported, attributed to malfunction code 24, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump by cts, who also confirmed the shipping address and provided instructions for returning the faulty pump and putting it into storage mode prior to return. The customer understood and acknowledged these instructions. They reverted to multiple daily injections as a backup therapy to ensure insulin delivery continued uninterrupted.